Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer also had a delivery stopped message. Customer's blood glucose level was 88 mg/dl. Customer does not use the sensor feature on the pump. Customer's mother stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer's mother has not decided if she wants to return the pump for analysis. No further assistance needed.